Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2158-50 serial #(B)(4) description: linear lead with enhanced stylet, 50cm additional information was received that it was following a lead revision procedure (mfr3006630150-2017-01822) that the patient experienced an infection. The event was assessed to be related to the procedure and the device. The ipg passed all required tests performed and exhibits normal device characteristics. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection with redness and swelling at the ipg site. The patient also felt unwell and had a temperature. The physician is unsure if the infection is device or procedure related. The patient underwent an explant procedure wherein all of the patient¿s devices were explanted. The patient was prescribed antibiotics and was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50 cm.

Event description:
A report was received that the patient had an infection with redness and swelling at the ipg site. The patient also felt unwell and had a temperature. The physician is unsure if the infection is device or procedure related. The patient underwent an explant procedure wherein all of the patient¿s devices were explanted. The patient was prescribed antibiotics and was doing well post-operatively.